Manufacturer narrative:
The customer¿s stated issue of pump under infused was not confirmed through a review of the device logs or through testing. The log review found no programming errors that would explain a report of under infusion. The amount of fluid remaining in the IV bag could not be determined. Multiple delays were programmed however the pump module calculated volume infused was correct in the logs for the reported time frame. Functional testing consisting of alaris system maintenance (asm) rate accuracy and timed rate accuracy testing performed on the source pump module found the device operating in specification. The administration set that was received by the customer was tested with the device during timed rate accuracy testing. Testing showed that the customers set was delivering fluid as expected. The pump module was in use during treatment. The root cause of the customer¿s complaint was not definitively identified in this investigation. The returned pump module and set were thoroughly tested and inspected; no fault was found. Sample inspection: an internal and external inspection were performed on the source device. There were no observations of fluid ingress in the front or rear case. There was no contamination observed on the electronic or mechanical components. The male iui is in poor condition, there is a damaged isolation rib. Both iui¿s have dried fluid on all pins. Log analysis results: the pcu event log shows the system was powered up on (B)(6) 2020 at 11:54:15 am where a new patient and the same profile (¿.pediatrics¿) were selected. At 11:54:42 am s/n: (B)(6) was selected and programmed to infuse drug ID 96 (hydrocortisone) with the following parameters: rate of 200 ml/h, vtbi of 75 ml, patient weight of 40.9 kg, drug amount of 80 mg, diluent volume of 100 ml. The calculated duration was 22 minutes. Before starting the infusion, a 30-minute delay was programmed and then started at 11:55:26 am. The pump module was selected and started at 12:02:42 pm canceling the previously programmed delay. The infusion began and was then paused approximately 22 minutes later at 12:24:12 pm. The calculated volume infused at this time was 71.439 ml. The pump module was restarted at 200 ml/h and then reached kvo on schedule at 12:25:35 pm where the rate was automatically changed to 2 ml/h. A few seconds later the vtbi was changed to 20 ml and the pump module rate changed back to 200 ml/h. The infusion was paused at 12:26:27 pm with a primary volume infused (pvi) now at 77.092 ml. Test results: functional testing consisting of asm rate accuracy testing as well as timed rate accuracy testing with the customers set performed on the source pump module found the device and set operating in specification. Test methods: timed rate accuracy test method 1503-001-006, dir#: (B)(4) was performed. See attached test results in the trackwise file. Device history review: a review of the device history record showed the device had a manufacture date of 09/04/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for s/n: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported from the medical day unit that 80mg of hydrocortisone in 110ml of normal saline was hung at 12:05pm and set to infuse at 200ml/hr with 75ml to be infused. Twenty minutes later at 12:25pm, the healthcare provider noted the medication bag appeared full and the drip chamber was not dripping. The pump indicated that 17.49ml was infused. The infusion was hung as the primary. The tubing was transferred to a different channel and infused correctly. There was no patient harm. Although requested, further information not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation. Although requested, patient information not provided.

Event description:
It was reported from the medical day unit that 80mg of hydrocortisone in 110ml of normal saline was hung at 12:05pm and set to infuse at 200ml/hr with 75ml to be infused. Twenty minutes later at 12:25pm, the healthcare provider noted the medication bag appeared full and the drip chamber was not dripping. The pump indicated that 17.49ml was infused. The tubing was transferred to a different channel and infused correctly. There was no patient harm. Although requested, further information not provided.